Event description:
It was reported that the patient contacted technical services (ts) with report of a red blinking light on the remote home monitoring communicator, indicating a potential product performance issue related to this subcutaneous implantable cardioverter defibrillator (s-ICD). Ts assisted the patient with troubleshooting, however, troubleshooting was unable to successfully connect the remote home monitor to the server. The patient was referred to their clinic/physician. Additional information was received that the patient has not followed up with their clinic/physician at this time, and no remote interrogations have been completed for review by the clinic/physician. No adverse patient effects were reported. This device remains in service.